Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/16/2015. The fse found that pinch valve vl53a was broken. The fse replaced the pinch valve, which resolved the low voltage errors. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported low voltage errors on the coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.